Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation ablation with a varipulse¿ bi-directional catheter and the patient experienced asystole that required pacing. At the beginning of a pvi (pulmonary vein isolation procedure) with varipulse, the physician administered 300 mg of cordarone to the patient because the patient would not convert to normal sinus rhythm after electro cardioversion. He then proceeded to do the procedure in atrial fibrillation. After isolating the veins with the varipulse catheter, they successfully cardioverted the patient into normal sinus rhythm. The procedure was then continued in a paced rhythm of 800ms to check the veins for isolation. When the pacing was turned off, the patient showed no spontaneous rhythm. The physician had to continue pacing at 2000ms during 15 minutes and administer isuprel, for the sinus node to recover. After this the patient recovered fully. In the physician's opinion this occurred due to persistent continuous afib during 2 weeks and the administration of cordarone at the beginning of the procedure.